Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-1095. It was reported the patient experienced a change in his stimulation. A sjm representative met with the patient and reprogramming was able to capture stimulation in the appropriate areas for a short period of time. X-rays were taken and showed both leads have migrated. Surgical intervention may be pending to address the issue.